Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Device evaluation: it was reported that the device was discarded. Therefore, a product evaluation was not possible. The reported issue of a handling problem/capsule tear could not be verified. The information provided indicated the potential cause of the issue reported was the surgeon pushing the plunger instead of twisting as described. Direction for use z311134p dfu, tecnis itec preloaded delivery system, model pcb00 revision a indicates: rotate the knob of the plunger clockwise to advance the lens forward. For a precisely controlled delivery, slowly advance the lens until the lens is fully released from the insertion system tip. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed two additional investigation request (ir) for the production order have been received. Both investigations were concluded as product met specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon attempted to insert the lens, however, instead of twisting the plunger, the surgeon pushed the plunger and the intraocular lens (iol)went through the patient's posterior capsule. The lens was discarded. An incision enlargement and a vitrectomy were required. The customer reported no other information is available. No additional information was provided to johnson & johnson surgical vision.